Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic appendectomy, the jaw of the device fell into the patient¿s cavity and was retrieved by using another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.